Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while processing bd p100 blood collection system for plasma protein preservation, an unspecified number of tubes have foreign matter inside the tubes( a total of 8 over 2 lot #'s) and poor barrier separation was also observed. There was no health impact or consequences reported.